Event description:
Had lasik surgery on both eyes 3 weeks apart. Left eye was first and successful but right eye, 3 weeks later have had nothing but complications and pain. The doctor from the clinic said it was a side effect from the lasik and that I have a dry eye. Now I am being sent to a dry eye clinic for possible treatment called lipaflow. This is at an additional cost to me. I am retired on a fixed income and wasn't told of possible side effects before the surgery.